Manufacturer narrative:
The investigation determined that lower and higher than expected vitros phyt quality control results were obtained from non-vitros biorad quality control fluids using vitros chemistry products phyt slides lot 2620-0172-5799 and lot 2620-0172-4590 on a vitros 5600 integrated system. The assignable cause of the lower and higher than expected vitros phyt results is an instrument related issue with the vitros 5600 integrated system. Historical quality control results showed within laboratory imprecision with two different lots of vitros phyt reagent in combination with the vitros 5600 integrated system. An ortho field engineer (fe) performed service actions on the vitros 5600 integrated system including cleaning the pm ring, cm ring and the microslide incubator area. The fe also replaced the immunowash fluid (iwf) tubing and tip, the iwf reservoir lid and the microslide metering proboscis, and performed the health check. A post service within run precision test conducted on the analyzer yielded results within acceptable guidelines indicating that the performance of the vitros 5600 integrated system had been returned to expectations. A review of e-connectivity data post service actions indicated that vitros phyt quality control results had returned to expectations.

Event description:
A customer contacted the ortho clinical diagnostics technical service center (tsc) to report lower and higher than expected results obtained from non-vitros biorad quality control (qc) fluids processed using vitros chemistry products phyt slides on a vitros 5600 integrated system. Vitros phyt lot 2620-0172-5799: biorad lot 40970 l2 results of 18.1, 16.1, 9.7 and 9.6 ug/ml vs an expected result of 12.8 ug/ml. Biorad lot 40970 l3 results of 34.9, 16.2, 13.9, 16.2, 16.2, 15.2 and 15.8 ug/ml vs an expected result of 21.8 ug/ml. Vitros phyt lot 2620-0172-4590: biorad lot 40970 l2 result of 9.6 ug/ml vs an expected result of 12.8 ug/ml. Biorad lot 40970 l3 result of 16.3 ug/ml vs an expected result of 21.8 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than expected results were from qc fluids and were not reported outside of the laboratory. However, the investigation was unable to confirm that patient samples would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).